Event description:
Caller reported that their pump was on, but the display remained black. There was no information provided about any impact on the customer¿s blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and to press the center button firmly, but the display did not turn on. The customer reverted to an alternate method of insulin therapy.